Event description:
It was reported that the device had system failure: force sensor test. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a faulty mainboard. The main board was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.